Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to scrapes of the electrical contacts of the video connector section and damage of the charge coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, poor video image on the evis exera ii ultrasonic bronchofibervideoscope during inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a scraping of the electrical contact of the video connector. It was also observed that the bending manipulation and insertion tube appeared to be defective due to physical stress. Also, a crack in the resin air / water channel was observed. Deterioration of the universal cord, distal end and, or connector adhesive was likely due to physical handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation